Manufacturer narrative:
The device was returned to the repair center. The service evaluation confirmed the customer¿s reported issue as the lamp does not light after the power is turned on. There were no other problems observed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer¿s halogen light source was returned to the repair center for a reported ¿lamp does not light after the power is turned on¿, found during an unspecified event. No death, injury or harm was reported to olympus.

Event description:
The event was found during inspection before use.

Manufacturer narrative:
This supplemental report was submitted to provide additional information (b3 and b5) regarding the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon likely occurred due to faulty thermal fuse. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.